Manufacturer narrative:
UDI information (d4) and 510k (g3) are not provided within this report as this product (model g407376) is an ous configuration not available in the us and is therefore not referenced in the gudid database.

Event description:
During a procedure, air was noted within the hemostatic valve that could not be fully aspirated following sheath insertion into the body. The sheath was exchanged and the procedure was completed with no adverse consequences to the patient.